Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2021, a perceval pvs21 was implanted as part of an aortic valve replacement procedure through midline incision. Since the aortic incision line position was low (i.e. Too close to the annulus) and the tip of the outflow stent of the valve protruded out of the incision made, difficulties were encountered during the closure of the aortotomy. After declamp, transesophageal echo showed perivalvular leak (mild) throughout the rcc. After cross-clamping again, checking the indwelled position, it was found that a part of the rcc was indwelled at a high position and the leak occurred at the indwelled position. Therefore, perceval was removed, and mosaic 19 was implanted instead. The operation was completed. Based on the medical judgment received, it was reported that there was no problem with the implant position of the perceval valve, and that part of the rcc was misaligned in the higher direction possibly because it might have been caught by a thread when the aorta was closed, the cross-clamp time including extended time due to the event: 68 minutes for the initial cross-clamping and 64 minutes for re-cross clamping. The original valve conditions were reportedly normal. Per additional information received, no device malfunctions were noted prior and after the pvl was observed. The patient remained stable during the procedure and was discharged without problems.

Manufacturer narrative:
Based on the investigations performed, the reported event cannot be traced to any device malfunctions or deficiencies, as the results of the investigations confirmed the compliance with the returned prosthesis with the specifications required for a perceval pvs21/s at the time of manufacture and release. Furthermore, based on the information provided from the field, no device malfunctions were noted. Based on the information available, the root cause of the reported perivalvular leak can be traced to a device malpositioning, reasonably caused by procedural factors (i.e. Perceval valve might have been caught by a thread upon closure of the aorta), in agreement with the judgment received from the field.

Manufacturer narrative:
Correction in h10: the device was returned to the manufacturer for investigations. A visual inspection and dimensional verification were performed. The results confirmed that the returned prosthesis has no pre-existing defects, according to the specifications required. There are some traces of blood. The height of each leaflet has been verified and it resulted in conformity. The remainder of the information previously submitted remain unchanged.

Event description:
On (B)(6) 2021, a perceval pvs21 was implanted as part of an aortic valve replacement procedure through midline incision. Since the aortic incision position was low and the tip of the outflow ring was protruding, the aortotomy was reportedly very difficult to close. After declamp, transesophageal echo showed perivalvular leak (mild) throughout the rcc. After cross-clamping again, checking the indwelled position, it was found that a part of the rcc was indwelled at a high position and the leak occurred at the indwelled position. Therefore, perceval was removed, and mosaic 19 was implanted instead. The operation was completed. Based on the medical judgment received, it was reported that there was no problem with the implant position of the perceval valve, and that part of the rcc was misaligned in the higher direction possibly because it might have been caught by a thread when the aorta was closed, the cross-clamp time including extended time due to the event: 68 minutes for the initial cross-clamping and 64 minutes for re-cross clamping. The original valve conditions were reportedly normal.